Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the difficult to position was not confirmed. The hole in the shaft was also not confirmed; however, lifted material at the guide wire exit notch was noted. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the unspecified vessel, the trek balloon dilatation catheter (bdc) was noted to have a tear/hole in the catheter and was not located in the balloon area. The trek was advanced over the guide wire but had trouble advancing in the guide catheter. The device was removed from the anatomy and while wiping the device a hole was noted. The balloon had not been pressurized. There was no reported adverse patient effect. The guide catheter was replaced and a different bdc was used without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.